Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Event: punctured inner packaging . Upon removal of the inner packaging from the outer box it was noted by the circulating nurse that there was a hole in the top covering of the package containing the sterile implant. No evident damage to the outer box could be seen to explain this event. The clear plastic film on the outer box was also undamaged. As the hole was in the package protecting the sterile implant it was deemed appropriate not to use this implant and another one was opened and used in its place.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: examination of the returned packaged device, and provided photographs confirms the reported observation. The investigation did not identify and error in processing. The direct root cause was not identified. It was however determined that the damage occurred post distribution. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot : a full DHR review at every step of the process was conducted. No related deviations or anomalies were identified. Device history review: a full DHR review at every step of the process was conducted. No related deviations or anomalies were identified.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : examination of the returned packaged device, and provided photographs confirms the reported observation. The investigation did not identify and error in processing. The direct root cause was not identified. It was however determined that the damage occurred post distribution. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot : a full DHR review at every step of the process was conducted. No related deviations or anomalies were identified. Device history review : a full DHR review at every step of the process was conducted. No related deviations or anomalies were identified.